Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter would not power off and the last result was frozen. It is not known when the alleged meter issue began. However, the patient claimed that she developed symptoms of shakiness before the alleged meter issue began. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. She also denied receiving medical intervention from a health care provider. It would have been helpful to know the following information: when the alleged meter issue began, what actions the patient took in response to developing the symptoms, how long the patient had the symptoms for, and if she was able to treat or relieve the symptoms. Removing and reseating the device's battery temporarily resolved the alleged meter issue. The meter and control solution were replaced. Based on the information provided, this complaint is being reported due to the alleged power issue that was temporarily resolved. There is no evidence, however, that the alleged meter issue contributed to the patient's symptoms/injury. The patient claimed that her symptoms developed before the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.